Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was informed they could continue using the pump and to call back if any further malfunction codes appeared.